Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged submetatarsal ulceration could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of literature published by the c&gl podiatry associates, brooklyn, ny. The title of this report is ¿beaming the columns for charcot diabetic foot reconstruction: a retrospective analysis ¿, published on january 25, 2011, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi:10.1053/j.jfas.2010.12.002. This report includes an analysis of the clinical data that was collected on 70 patients, and the cases in this study range from january 1994 to january 2008. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 5 patients experienced the first submetatarsal ulceration secondary to the prominence of the screw used to beam the medial column. The report states, ¿about postoperative complications, 5 (7%) procedures (feet) developed a first submetatarsal ulceration secondary to prominence of the screw used to beam the medial column. ¿

Event description:
The manufacturer became aware of literature published by the c&gl podiatry associates, brooklyn, ny. The title of this report is ¿beaming the columns for charcot diabetic foot reconstruction: a retrospective analysis ¿, published on january 25, 2011, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi:10.1053/j.jfas.2010.12.002. This report includes an analysis of the clinical data that was collected on 70 patients, and the cases in this study range from january 1994 to january 2008. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 5 patients experienced the first submetatarsal ulceration secondary to the prominence of the screw used to beam the medial column. The report states, ¿about postoperative complications, 5 (7%) procedures (feet) developed a first submetatarsal ulceration secondary to prominence of the screw used to beam the medial column. ¿

Manufacturer narrative:
Correction: link to the published article: https://doi.org/10.1053/j.jfas.2010.12.002.